Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface controller was cleaned and reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the motorized function on the 9900 system would intermittently not work. No pt injury was reported.